Event description:
Customer reported that the paramedics were called and she was hospitalized in intensive care unit with diabetic coma due to high blood glucose. The blood glucose reading at the time of hospitalization was unknown. Customer stated that she had excessive no delivery alarm prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.